Event description:
It was reported that the ventilator was malfunctioning. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator unit was malfunctioning. Our field service engineer investigated the unit at the hospital, the onsite investigation revealed that the unit was physically damaged. The issue was resolved by replacing the damaged parts. There is no information available on how the unit got damaged. Judging by the review of the returned picture, the cause to the reported issue is most likely an unintentionally user related damage.

Event description:
Manufacturer's ref #: (B)(4).